Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited episodes of loss of capture and high pacing impedance. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.